Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during the patient's implant procedure, a dural puncture occurred at l4. Therefore, the lead was placed at l3. Immediately post-operatively the patient developed a headache. It was noted that the headache had resolved and the patient was able to leave the surgery center.